Event description:
The device was implanted on 10/25/96 for infusion of chemotherapy. On 06/16/97, the facility's surgery department contacted the manufacturer and reported that while attempting to flush the device, localized swelling was noted in the area of the device catheter. The pt complained of sudden swelling and pain when the flushing occurred. Fluid was then noted "going up to the neck area". The device was explanted on 06/06/97 and is expected to be returned to the manufacturer for analysis.

Manufacturer narrative:
The device was expected to be returned to the MFR; however, the device has not yet been returned to date. As a result, the MFR's investigation of this event was limited to a trend analysis and review of the device history record for this catalog/lot number. A trend analysis was performed on similar reports involving this catalog/lot number and no trends have been identified. In addition, a review of the device history record was performed on this catalog/number and no manufacturing variances were identified in relation to this event. Based on the available info and due to the unavailability of the device for analysis, no conclusion could be drawn as to the cause for analysis, no conclusion could be drawn as to the cause of this event. The results of the MFR's investigation are inconclusive. No further details are available. The MFR is now closing its file on this event.